Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, an increase in pacing threshold was observed. Patient was fine. Patient has moved his left arm after discharge from hospital. Physician decided to check the patient during next in-clinic visit.